Event description:
It was reported this drainage catheter was placed for a renal cyst aspiration and sclerosing procedure. Post placement, alcohol was injected into this catheter. Following completion of the injection, an x-ray revealed the distal tip had detached. Uneventful retrieval followed utilizing a snare. The procedure was successfully completed with this unit.this device has not been returned for evaluation. Therefore, no failure analysis is available. Co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "this catheter is designed for percutaneous external and internal drainage of the urinary tract.